Event description:
A malfunction alarm identified as malfunction code 16 was reported. There was no adverse impact to the customer's blood glucose level. The customer arranged to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery, and a replacement pump was sent by technical support. The customer was instructed on how to put the malfunctioning pump into storage mode and agreed to return it using a pre-paid label within ten days.